Manufacturer narrative:
.

Event description:
A psychiatrist called reporting that he was having a malfunctioning handheld. He stated that the device was freezing at different points during the interrogation process but mostly on the interrogation screen. He unplugged the handheld from the wall and the issues continued. He performed a hard reset by removing and replacing the battery. The issues persisted after the battery was reinserted. Three (3) patients were reportedly sick and wanted to have their device checked, but he was unable to interrogate their generators due to the programming issues. The handheld has not been received by the manufacturer to date.

Manufacturer narrative:
Type of device name, corrected data: the initial report inadvertently had the wrong name of the suspect device.

Event description:
The reportedly malfunctioning handheld and software were returned to the manufacturer for product analysis to be completed. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The software was analyzed as well and the analysis of the software did not identify any cause for the alleged screen freezing event. The reported screen freeze could not be recreated in the product analysis lab. The software performed according to functional specifications in the product analysis lab.